Event description:
Patient reported the rubber of the up and down buttons on the infusion device is scratched. Patient stated the down button sometimes does not work. Patient reported there are no health concerns. No further information was provided. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).